Event description:
Customer's spouse called to report customer's death. Cause of death, complications of diabetes mellitus. Customer was found in car with meter strips and glucose tablets, may have had a low blood glucose. Customer was wearing the insulin pump at the time of death. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.